Event description:
Customer reported that the sensor gave inaccurate readings. He stated that the sensor readings were lower than the blood glucose readings. The blood glucose reading was 103 mg/dl while the sensor reading was 54 mg/dl. The sensor gluocse graph was not trending in the same direction as the blood glucose. Customer was advised to remove the sensor. Nothing further was reported.

Manufacturer narrative:
One opened/used enlite sensor was tested and it failed per specifications with high readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.